Event description:
It was reported that the screw and abutment fractured at hex in an implant. Unable to disengage hex portion of abutment from implant. Patient was provided a temporary and will return to have fractured pieces removed asap.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
The investigation found that the screw was not fractured.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to. The brand name was corrected to certain¿ gold-tite hexed screw. The catalog number was corrected to iunihg. The lot number was corrected too unknown. The following sections are being reported: d1. Brand name d4: catalog number and lot number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data.